Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable faults 32097, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to confirm error 32097 and 1126. The unit was tested on a pftp an passed lissajous, sensors check, sine cycle, brake test but failed fiber test on acm rx down. The parallelogram was swapped with a gold part and the error no longer occurred. The original parallelogram was reconnected and the errors returned. The parallelogram assembly will be replaced as a fix. The complaint regarding recoverable faults 32097 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: the customer had recoverable faults after the start of the procedure due to recoverable errors and fse and fa reproduced the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the clinical territory associate (cta) informed the technical support engineer (tse) that they received recoverable faults. The tse reviewed the logs and noted an ongoing issue of 32097 errors that resulted in recoverable fault conditions. The cta stated that customer continued to use the system and simply recovers fault as it happened. The tse noted high temperature readings on aca boards coordinated with the 32097 faults. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.